Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) indicated for degenerative disc disease. It was reported that the patient noted that their device had not functioned for several years. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.